Event description:
An optometrist reported a patient that had a fiber vertically at the nasal hinge, in the left eye one day following lasik treatment. The patient reported irritation in the left eye. The fiber was removed two days postoperatively and there was no additional treatment with medications. Follow up with the center director indicated the patient was last seen on (B)(6) 2013 and the left eye felt better.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).